Event description:
It was reported that the ventilator generated three technical error codes. The technical errors indicated disabled valves. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the control pc board. The replaced part was not returned for investigation. Evaluation of the received ventilator logs confirms the generation of the technical error codes and also clinical alarms indicating that ventilation stopped. The breathing software stops executing as a safety measure and alarms are generated. The safety valve opens and spontaneous breathing is enabled. Previous investigations of similar events have shown that flash memory on the breathing control pc board on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in software version 4.4. A field action to upgrade the software began in june 2022.

Event description:
Manufacturer's ref.#: (B)(4).